Manufacturer narrative:
MFR site: report source: patient's relative.

Event description:
It was reported that a patient experienced a medical emergency. The patient's physician was unsure as to what caused the event and was also not sure if it was caused by the device. No further information has been obtained despite multiple good faith efforts.